Event description:
It was reported unable to remove the abutment and the hex in abutment was stripped. Upon removal of the abutment, the entire implant came out. Procedure completed using another implant. There was no epithelization or bone loss. Tooth #10.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) teeha335, (tsv bellatek encode emergence healing abutment 3.5mm(d) 3.8mm(p) 5mm(h) for evaluation. A visual evaluation and a functional test was performed, unable to disengage the abutment from the implant. Abutment's drive feature observed to be damaged. DHR review was completed for the subject lot number 1259036. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259036 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿. The customer did not submit an image of the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutment couldn¿t be disengaged from the implant. The abutment had a damaged drive feature. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.